Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there are certain insertion sites on her body that cause her blood glucose to run high and cause bent cannulas. The customer indicated that she found better insertion sites that do not cause high blood glucose or bent cannulas and only wanted to report this information. Customer declined troubleshooting for insertion sites and high blood glucose. Customer's blood glucose was unknown at the time of incident and at the time of the phone call. No further information was provided.